Event description:
Customer dropped off bed frame to our warehouse. The bed had a weld break on it.

Manufacturer narrative:
Bed was inspected by primus medical on (B)(4) 2013. The inspection determined that the bracket where the head high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the customer on (B)(4) 2013. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.